Manufacturer narrative:
The tip of the driver has sheared off due to excessive torque. The cause of the reported issue is likely excessive force.

Event description:
It was reported that the tip of the screwdriver broke off in the screw and remains in the patient.